Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore , a DHR review could not be conducted. Visual examination was conducted on the returned sample and it was observed that the catheter was broke at the funnel joint, as mentioned by the complainant. The returned sample was realigned and the total length was measured using a ruler. The overall length was 310mm which meets the specification (300mm-320mm) defined for this product. Both the catheter shaft and funnel were examined using dino-lite to analyze the damaged area and torn edges. Based on observation, the torn edge was jagged and having excessive material at one side indicating that there is some external force was applied at the joint area causing the catheter to break. Besides that, remaining shaft observed inside the funnel suggesting that the tube was once well attached to the funnel. As part of our initiative, positive released test was implemented at injection molding process. As per spm-a51-002, maximum of 8 pieces of catheter from each batch were tested using weight load during start and stop of injection molding process. 0.75kg load (for catheter size ch6- h10) and 1kg load (for size ch12 and above) will be tested as per bs en iso20696:2018 standard. This is to test the bonding strength between the funnel and tube. Batches that pass this test are subjected for release. Based on the above investigations, it was observed that the torn edge was jagged and having excessive material at one side indicating that there is some external force was applied at the joint area causing the catheter to break. Therefore, this complaint could not be confirmed.

Event description:
The catheter broke. At the level of the "y" funnel. It involved a child patient.

Manufacturer narrative:
Qn(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The catheter broke. At the level of the "y" funnel. It involved a child patient.